Manufacturer narrative:
Device is a combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-12941. (B)(4) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2017, clinical status assessment indicated the patient¿s qualifying condition as unstable angina and was referred for elective cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 80% stenosis and was 12mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm synergy ii drug-eluting stent (des) with 0% residual stenosis and timi 3 flow. Post placement of the stent in proximal lad, grade b dissection was noted. On the same day, in response to dissection, another 3.00x12mm synergy ii des was deployed in mid lad. Post deployment of the second stent, the 70% stenosis noted in mid lad was reduced to 0%. Following post deployment of the stent, jailing was noted in ostial second diagonal branch and an attempt was made to treat this jailing. Additionally, on the same day, the 90% ostial stenosis present in first diagonal was treated with percutaneous transluminal coronary angioplasty (ptca). Post ptca, the residual stenosis was 30%.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) 2017, it was further reported that stent jailing occurred. Site has confirmed that jailing in first diagonal was due to the study stent deployed in the proximal lad. It was also further reported that the target lesion #2 was located in the mid left anterior descending (lad) with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The stenting in mid lad was due to the dissection and not planned until after the dissection occurred. The synergy ii stent placed for the dissection and the 70% stenosis in the mid lad was a study stent. Site confirmed through mail that there was no percutaneous transluminal coronary angioplasty or stent deployed in second diagonal, only a wire was attempted to cross but was unable to cross in the second diagonal.